Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a breast biopsy, the holster did not work. No further information is available. No reported patient consequence.